Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases and more than three openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: more than three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: more than three openings striated assessed as surgical damage.

Event description:
Healthcare professional reported right side replacement device was noted to be "leaking" during surgery. The device was not implanted.